Manufacturer narrative:
A field service engineer (fse) was dispatched and identified that reagent pipettor one (1) was leaking wash buffer from the tubing that connects to the ultrasonics assembly. The tubing was replaced. In conclusion, wash buffer leaking from the pipettor can cause bubbles in the sample vessel and lead to erroneous results

Event description:
The customer reported obtaining erroneous free thyroxine (access free t4) results for two (2) patients on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). Both samples recovered at >77 pmol/l. The samples were repeated on the customer's second instrument and recovered at 14.9 and 13.7 pmol/l, which was consistent with the patients' clinical pictures. Both samples were aspirated by reagent pipettor one (1). Multiple errors related to pipettor one (1) were posted to the event log, and reagent pipettor one (1) was disabled due to these errors. The customer reported that several additional access free t4 tests were either cancelled or recovered with qns (insufficient quantity) flags. The results of >77 pmol/l were not released from the lab, and the customer did not report any effect to patients or users attributed or connected with this event. The customer stated that qc (quality control) run before the incident passed within specifications. The last system check run before the event was completed on 05oct2015 and passed all specifications. The samples were collected in becton dickinson serum separator tubes and stored at ambient temperature for two (2) to twelve (12) hours before running on the instrument. The samples were centrifuged at 5000 (units of measure were not supplied) for ten (10) minutes at ambient temperature. A field service engineer (fse) was dispatched to assess instrument performance.